Event description:
During routine testing of the device at the svc center, the user reported the occlusion ring indicator on the pump was broken. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.